Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port leaked at the septum. The following information was provided by the initial reporter: details of complaint (reported issue): rn placed an IV, and when the safety needle was retracted, the IV leaked blood from the area where the needle was retracted. **customer indicated that they wish to be provided with the final results of this investigation. Please copy gmb-can-chc-complaints@cardinalhealth.com patient injury: no.

Event description:
Correction: the customer confirmed she was only supplied a batch number so the material and batch information were updated to reflect the information present in the sample photo.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample photo. The photo was reviewed, and it was observed that the septum of the device was misaligned. This misalignment would result in the reported leakage issue. Bd determined that the cause of the failure was related to our manufacturing process. During assembly it is likely that the septum of this product was not fully seated. The appropriate manufacturing personnel have been notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample photo. The photo was reviewed, and it was observed that the septum of the device was misaligned. This misalignment would result in the reported leakage issue. Bd determined that the cause of the failure was related to our manufacturing process. During assembly it is likely that the septum of this product was not fully seated. The appropriate manufacturing personnel have been notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.